Event description:
Philips rec'd a report where a customer states the system "displays an artifact." There is no report of rescan, misinterpretation, or mistreatment of a pt due to this reported issue. No add'l info is available regarding this customer allegation at this time.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).